Manufacturer narrative:
The insulin pump had a blank display and vibration due to a corroded electronic assembly. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump started to alarm and was counting down. The customer confirmed that the device had been exposed to water on the day of the call. Blood glucose level at the time of the incident was 98 mg/dl. The customer also reported that he insulin pump was vibrating constantly. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.